Manufacturer narrative:
A ge service rep performed an onsite investigation. A high voltage power supply was evaluated and replaced. A full filament calibration was also performed as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to produce usable fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.